Manufacturer narrative:
Unit passed displacement test and selftest. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer inquired about the audio issue. The audio issue was confirmed during the call. The customer¿s blood glucose during the incident was 238 mg/dl. The device will be returned for analysis at this time.